Manufacturer narrative:
The visual inspection of the lcp drill sleeve has shown that a part of the distal threaded tip broken off. The broken off fragment was not returned for investigation. Besides, the instrument presents normal signs of use. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. A functional test can not be performed of the detected damage. The complaint condition is confirmed as a part of the distal threaded tip broken off. This production lot (9128118) was manufactured in september 2014 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. While no definitive root cause could be determined, it is possible that the device encountered excessive torque/force and/or cross threading with mating plates during device use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 323.042 lot: 9128118 manufacturing site: (B)(4). Release to warehouse date: 23 september 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for tibial plateau fracture with the lcp drill sleeve in question. When the surgeon used the drill sleeve, the surgeon found that the drill sleeve had been broken. The surgeon did not know when the drill sleeve was broken intra-operation or pre-operation. It was not reported how the surgery was completed. The surgical delay is unknown. No further information is available. This report is for one (1) 4.3mm threaded lcp(tm) drill guide this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.